Manufacturer narrative:
Concomitant medical product: 305c25 tissue valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) on the right ventricular (rv) lead was observed. The clinician requested reprogramming options and stated the physician would be consulted. The rv lead remains in use. No patient complications have been reported as a result of this event.